Event description:
Procedure type: lobectomy according to the reporter: davinci lung biopsy showed adenocarcinoma. Due to the condition of the patient, a lobectomy was performed. The stapler was used on the pulmonary vein. A gia purple load was being used on the lung. The surgeon was engaged at the robotic console and guided the pa to fire the stapler, upon firing there was a tear of the vein. The surgeon indicated that most likely the pa used a shearing force when firing the stapler to cause the tear. The surgeon converted to an open procedure and completed the surgery. No reinforcement material was used. There was no blood loss of over 500cc. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).